Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) presented ¿instrument coupling failure, remove and reinstall¿. The robotic arms were exchanged, but the same failure occurred. The instrument was retained, the tip cover was retained and the instrument was evaluated and a steel cable break was identified, requiring the instrument to be replaced with another mcs. The procedure was completed with no reported injury.